Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer identified an expired medication in medstation kinder (s/n: (B)(6); however, when the cubie was moved to medstation apotheke (s/n 16337700) for unloading, it was not accepted, and it was also not accepted when reattempted in the original station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: section d medical device serial and unique identifier (UDI).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer identified an expired medication in medstation kinder (s/n (B)(6)); however, when the cubie was moved to medstation apotheke (s/n (B)(6)) for unloading, it was not accepted, and it was also not accepted when reattempted in the original station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer identified an expired medication in medstation kinder (s/n (B)(6) ); however, when the cubie was moved to medstation apotheke (s/n (B)(6) ) for unloading, it was not accepted, and it was also not accepted when reattempted in the original station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: medical device serial, unique identifier (UDI) and device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by breaking open the cubie to remove the medication. The cubie had been improperly removed, not following the correct procedure. If the expired medications had been removed prior to ejecting the cubie, the issue would have been avoided, and no further investigation was required. The system functioned as intended after the customer resolved the issue.